Event description:
It was reported that rep opened up a v40 head and we needed a c-taper. The head was placed in the bipolar shell before I realized the wrong head had been opened. So we had to open up a new head and bipolar shell.

Manufacturer narrative:
It was noted that the device was discarded. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).

Event description:
It was reported that rep opened up a v40 head and we needed a c-taper. The head was placed in the bipolar shell before I realized the wrong head had been opened. So we had to open up a new head and bipolar shell.

Manufacturer narrative:
An event regarding incorrect selection involving a ceramic head was reported. The event was not confirmed. A visual, functional,and dimensional inspection was not performed as the device was not returned. Insufficient information from medical records was not received for review with a clinical consultant. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The investigation concluded that the a v-40 head was opened but a c-taper head was needed. However, there is no evidence that it is manufacturing related.